Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of fragments falling from the device while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause is attributed to a component failure. Additional observation(s) not reported by site was that the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause of this failure is attributed to a component failure. The instrument was found to have indentations on the edge of the distal idler pulleys. The root cause of this failure is typically attributed to mishandling/misuse, such as instrument collisions or impact from an external object. The instrument was found to have indentations on the edge of the distal clevis. There were pieces missing. Root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a bent banana plug at the back end of the housing. The root cause of this failure is typically attributed to mishandling/ misuse. Signs of corrosion/contamination were found on the instrument terminal crimp ring. Root cause of this failure is attributed to mishandling/misuse. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of this failure is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of this failure is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the permanent cautery hook instrument (part#: 420183-15/ lot#: n10211013-769) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used on (B)(6) 2022 via system rsh0163 for a myomectomy surgical procedure. There were 4 uses remaining after this last usage. This complaint is being reported based on the following conclusions: failure analysis found the permanent cautery spatula instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.